Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a IV set spike separated from the bag and leaked during a cytoxan infusion, dosage and rate not specified. There is no report of patient or provider harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The root cause of this failure was not identified.

Event description:
The customer reported a IV set spike separated from the bag without any further information; there is no report of a patient event.